Event description:
It was reported that 7 days after a lumbar nucleoplasty procedure using the perc dlr spinewand w/ ciq, the pt returned to the doctor complaining of severe pain. An MRI showed no inflammation and a decrease in the inter-vertebral disc bulge. After another 14 days, the pt was still complaining of severe pain. Another MRI was done, which revealed spondylodiscitis at the lumbar region and inflammation in the spinal canal at the same level. The pt was then admitted to the hospital where a surgical decompression and stabilization was completed, followed with a 3 month antibiotic treatment. No further details regarding the pt's outcome were provided; however, no other complications have been reported.